Event description:
Patient reported that the vios lc aerosol delivery system is not working appropriately. They have cleaned with warm water as instructed, but still does not administer medication. No lot number is available, expiration date of 07/01/2026 and serial number of (B)(6). No further information provided.